Event description:
Ous MDR - this is a young female patient ((B)(6)) that received a eluna 8 dr-t with cls mode programmed. R mode was also tried, but this was totally not satisfactory for her. The patient complains that without any reason, mostly after sitting down and relaxing, the pm starts to pace at a very high rate, up to 160 ppm. This is also the programmed upper rate. Resting rate control is programmed to on.

Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.